Event description:
The customer reported having low blood glucose and the paramedics were called. The blood glucose reading at time of the call was 209mg/dl. Also, the customer reported that the insulin pump alarmed. Troubleshooting was performed and the alarm was not cleared. Advise customer to discontinue the device use. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed as a result of moisture damage on the button/keypad trace. However, the device passed the prime, basic occlusion, and displacement tests.